Event description:
It was reported while performing the device flush, prior to blood sampling, the ward staff member noticed subcutaneous swelling at the level of the mid-arm area approximately 5 cm from the catheter insertion site, and noted the non-functioning output of the device, so she called in the experienced vascular access nurse for an assessment of the device. The experienced nurse performed an ultrasound assessment of the vessel containing the catheter, noting that at the axillary level the catheter was no longer present in the vessel (right basilic vein), then removed the transparent dressing and the initial part (5 cm) of the catheter. He notified the ward doctor of the incident, who arranged for a chest x-ray to be taken to check where the device had migrated. The chest x-ray showed that the catheter straddled the two pulmonary veins. Consequences: surgery. The internal piece was discarded by the interventional radiologist.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4541 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The product returned for evaluation was one 5fr s/l powergroshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed at the 35cm depth marking. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported while performing the device flush, prior to blood sampling, the ward staff member noticed subcutaneous swelling at the level of the mid-arm area approximately 5 cm from the catheter insertion site, and noted the non-functioning output of the device, so she called in the experienced vascular access nurse for an assessment of the device. The experienced nurse performed an ultrasound assessment of the vessel containing the catheter, noting that at the axillary level the catheter was no longer present in the vessel (right basilic vein), then removed the transparent dressing and the initial part (5 cm) of the catheter. He notified the ward doctor of the incident, who arranged for a chest x-ray to be taken to check where the device had migrated. The chest x-ray showed that the catheter straddled the two pulmonary veins. Consequences: surgery. The internal piece was discarded by the interventional radiologist.